Manufacturer narrative:
The facility indicated that the right side brake pedal is missing and the left pedal is loose. Repairs have not been completed.

Event description:
Information received indicates the brake is not holding.